Event description:
It was reported that the 9800 system freezes up when in the standby mode after 1 to 2 minutes. Rebooting allows the case to proceed. No pt injury reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The malfunction was verified. Identified the need to adjust output of ps1 to 5.1vdc at ffb. As a precaution replaced the gib and ffb board. The system was tested and found to be working as intended and placed back into service.